Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their body was "rejecting" the spinal cord stimulator(scs) since implant date. Pt mentioned they told their healthcare provider (hcp) that their body was rejecting the scs, and their hcp "dropped them." Pt mentioned they had been "fighting for so many years" and had not been able to charge the ins because the pt's former partner had stolen the recharging equipment and pt programmer and the pt was fighting to get equipment back. Pt mentioned the court was fighting on their behalf to get the equipment back. The patient was redirected to their healthcare provider to further address the issue. Pt said their scs would not charge without adhesive discs. Adhesive discs were ordered for the patient and replacement external equipment was sent to the patient as well. Pt called back for tracking information and stated that it had been almost two years since the ins was charged so they would need to meet with a manufacturer r epresentative (rep) to have the ins jump-started. Pt stated that their hcp knew that their body had rejected the ins. Additional information was received. It was reported the circumstances that led to the patient's body rejecting the stimulator was since the time they had the implant put in it hadn't charged ever all the way and the implant was not implanted right. The patient contacted medtronic and their doctor's office. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: unknown, product type: recharger. Product ID: 97740, serial#: unknown, product type: programmer, patient, product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stated, she received a call from mdt rep regarding her checking her implant but she could not hear or understand the caller. Patient stated she is unable to callback and asked if the mdt rep could call her back. Patient called stated she spoke with mdt rep but she cannot find his last name or phone number. Patient stated she has an appointment with dr maldonado on march 20, 2023 at 2:30pm and she like to have the mdt rep present. Patient stated they have had trouble charging the ins since it was implanted and the belt is too big for her and the only way to recharge the ins is to lay down. Patient stated the ins is coming to the surface and hcp will look at ins and she wants the ins to get programmed so she can get stimulation does not hit the upper arm and need to hit lower back. Patient mentioned she has been sick since having the implant.

Manufacturer narrative:
Analysis not yet competed; additional information will be reported once analysis has been conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(6) (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their body was "rejecting" the spinal cord stimulator(scs) since implant date. Pt mentioned they told their healthcare provider (hcp) that their body was rejecting the scs, and their hcp "dropped them." Pt mentioned they had been "fighting for so many years" and had not been able to charge the ins because the pt's former partner had stolen the recharging equipment and pt programmer and the pt was fighting to get equipment back. Pt mentioned the court was fighting on their behalf to get the equipment back. The patient was redirected to their healthcare provider to further address the issue. Pt said their scs would not charge without adhesive discs. Adhesive discs were ordered for the patient and replacement external equipment was sent to the patient as well. (B)(6) 2022 (B)(6) (con): pt called back for tracking information and stated that it had been almost two years since the ins was charged so they would need to meet with a manufacturer representative (rep) to have the ins jump-started. Pt stated that their hcp knew that their body had rejected the ins. A message was sent out to a rep to contact the patient. (B)(6) 2022 patltr: additional information was received. It was reported the circumstances that led to the patient's body rejecting the stimulator was since the time they had the implant put in it hadn't charged ever all the way and the implant was not implanted right. The patient contacted medtronic and their doctor's office. The issue was not resolved. (B)(6) 2023 (B)(6) (rep): additional information from the manufacturing representative (rep) indicated that patient was going into surgery for a lead revision of cervical leads. The patient stated before the case that their battery had been dead for approximately 3 years, so they were unable to perform an impedance check. They did attempt to connect to the battery, but it was unsuccessful. When the surgeon opened the pocket he noticed that it looked like one of the leads was damaged. They tested the lead using a wens, all impedances except the 9 electrode were within normal limits. The surgeon made the decision to remove both leads as it would be too difficult to try to reposition them.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# unknown product type recharger product ID 97740 serial# unknown product type programmer, patient product ID 37751 serial# unknown product type recharger product ID 977a190 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type lead product ID 977a190 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97714 serial# (B)(6) was returned for analysis. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Product ID# 977a190 serial# (B)(6) was returned for analysis. Analysis identified that the #1 conductor was broken on the proximal end of the #1 electrode in the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1: a correction was made to update the event to a serious injury as it was not reflected in the last rr submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.